Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant the system.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference numbers: 1627487-2021-01754, 3006705815-2021-00917. It was reported that the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Surgery may occur to address the issue.